Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue been completed. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since the product was not returned and sufficient information was not provided in the clinical description. B.7 revised as this information was entered incorrectly on manufacturer device report number 1220648-2024-11956. D.1 device name and d.2 common device name were revised as this information was previously entered incorrectly on manufacturer device report number 1220648-2024-11956. D.4 model number was revised as this information was previously entered incorrectly on manufacturer device report number 1220648-2024-11956. E.1 first name, last name and facility name were revised as previously entered incorrectly on manufacturer device report number 1220648-2024-11956. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11956 and should not have been. G.1 revised reporting contact fax number from manufacturer device report number 1220648-2024-11956 in accordance with updated procedures. G.3 date was entered incorrectly on the manufacturer device report number 1220648-2024-11956. The date should of been 02-may-2024. H.6 code 4114 was reported incorrectly on manufacturer device report number 1220648-2024-11956. A new code has been added to type of investigation codes h.10 additional manufacturer narrative instructions for use (ifus) were reported on manufacturer device report number 1220648-2024-11956 incorrectly. No ifus are needed to be reported in accordance with updated procedures.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. ¿assess access site for bleeding and hematoma. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ oezkur, m., reda, s., rühl, h., theuerkauf, n., kreyer, s., duerr, g. D., charitos, e., silaschi, m., medina, m., zimmer, s., putensen, c., & treede, h. (2021). Role of acquired von willebrand syndrome in the development of bleeding complications in patients treated with impella rp devices. Scientific reports, 11(1). Https://doi.org/10.1038/s41598-021-02833-8.

Event description:
On 2024-05-02 complaints team forwarded publication out of bonn regarding 60 impella patients, 40 of which were impella 5.0. The entitled: "role of acquired von willebrand syndrome in the development of bleeding complications in patients treated with impella rp devices" detailed complications as 9 major bleed, 5 ECMO placements, 0 access site bleed, and 10 vw syndrome. Patients were those implanted from (B)(6) 2020.